Manufacturer narrative:
Eval, method: device not returned for eval. Operative notes from the (B)(6) 2009 revision surgery indicate that the pt had poor bony fusion from t5 down to the pelvis from a previous surgery performed on (B)(6) 2008. The pt has also been previously diagnosed with lumbar pseudoarthroses, flat-back deformity, and junctional kyphoses. Conclusions: at this time, there is insufficient info to draw a conclusion for the cause of the rod fracture. Although, pt condition or compliance to post-operative instructions appear to be possible contributing factors.

Event description:
At some time following a (B)(6) 2009 spinal fusion surgery which placed rods and screws from t6-s1, the pt experienced a rod fracture at l5-s1, according to the initial reporter, the rod fracture occurred when the pt bent down to pick up a fork at home. The date of the event is unk.